Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 17 mg/dl. Customer passed out due to low blood glucose and was taken to the hospital. Customer was treated with nausea medicine so she could eat. Troubleshooting was performed and it was found that the battery cap was broken at the top. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Unit received with cracked case at display window corners. The insulin pump had stripped battery cap coin slot and minor scratched display window.